Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose level was over 1100 mg/dl, at the time of hospitalization. Customer was treated with intravenous fluids and on respiratory support with ventilator. Customer was dehydrated. Customer had nausea and vomiting. Customer did not want to troubleshoot but only want to test the insulin pump. Customer did the self-test and displacement test successfully. The insulin pump will not be returned for analysis.